Manufacturer narrative:
Concomitant medical products: dtba2d1 crt-d implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the right ventricular (rv) lead both rv coil and superior vena cava (svc) coil impedances were gradually increasing. The lead remains in use. No patient complications have been reported as a result of this event.